Event description:
It was reported a spectrum pump had false upstream occlusion alarms in the labor and delivery unit. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Upstream occlusion alarms were confirmed through review of the event history log, but were unable to be reproduced during the eval. The upstream sensor is a known contributor to the reported alarms. As a result, the upstream sensor was replaced.